Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: during laparoscopic cholecystectomy procedure, it was noted the septum was damaged while removing the trocar from the patient. A portion of the septum was found outside the patient cavity. Initial investigation report by aomori olympus: the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The returned portion is appx 6.8 mm × 6.0 mm, and the returned portion is similar to the missing part in shape. However, the returned portion had a hole, and the portion matched to the shape of the hole was not returned to oly. No visible damage was observed with the ddb and shield. The unit will be returned to amr for further evaluation. (B)(4). Patient status - "no patient injury"

Manufacturer narrative:
Additional information received from distributor via email on february 21, 2017. Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. It was noted by the distributor that the customer removed all of the damaged rubber parts. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.